Event description:
See initial report.

Manufacturer narrative:
The involved unit has been inspected by livanova field service technician, however the issue could not be reproduced. The unit was extensively tested without revealing any hardware defect. All functional tests positively passed and the unit was put back into service. The read-out of the roller pumps (real-time device parameters and setting recording file) were gathered and analyzed. The log files analysis confirmed error 442 ( motor control failure) occurred at 11:17 on the date of event. No_pulse_block signals the detection of set value different to actual value and can be caused by: occlusion too hard, wrong tubing. Rotor blocked by foreign object, defective bearing causing rotor tight rotating. A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported, neither concerning trend has been identified. Taking into account the outcome of log files analysis and service activity, it cannot be ruled out that the most likely root cause of the reported event was related to a user error that set the occlusion of the pump too tight, used wrong tubing or did not check the pump head for foreign objects before the procedure as recommended by IFU. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 system. The incident occurred in USA. Field service was dispatched and could run the system with no issues. Serial read out (real time device parameters and setting recording file) of the cp5 and rp150 roller pumps were collected. Console power cycled multiple times without issue on cp5 control panel. Cp5 ran without issue at various rates for approximately one hour. Rp150 pump head ran for approximately one hour after inserting the same cardioplegia tubing and setting occlusion in the same method as clinician does prior to case. No further issues found. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a roller pump failed during case. There is no report of any patient injury.